Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer experienced a high blood glucose (bg) level. Bg value not provided. A correction bolus was delivered to address bg level. Customer loaded a new cartridge to resolve the issue. Intake notes